Manufacturer narrative:
(B)(4). It was stated that the sensor was inserted at the patient's thigh. It should be noted that the dexcom users guide for pediatrics states: sensor insertion site for pediatrics is the abdomen and upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor was inserted at the patient's thigh (B)(6) 2015. No additional event or patient information is available.